Manufacturer narrative:
(B)(4). Four incident samples received for investigation, however, it is unclear which incident they relate to. A follow up report will be submitted with failure investigation results once the evaluation is completed.

Event description:
The customer reported that the patient's fluids were titrated as per medical plan. Patient became hypoglycemic. Fluid bolus was given; however, patient remained hypoglycemic. At this time, the patient's vamin bag was completely empty despite the pump indicating that 181.8mls remained to be infused. The pump alarmed saying "air in line". The patient's blood sugar dropped lower and required additional interventions. No additional information provided.